Event description:
See also MDR 9710358-2003-00004. Report on second of two pts with multifocal hcc superimposed upon advanced cirrhosis who died approx four months after selective internal radiation therapy (sirt) with a provisional (unproved) diagnosis of liver failure secondary to radiation hepatitis. Both pts were of similar age and had similar pathologies and co-morbidities. When adverse outcomes became apparent, administered doses were checked - no evidence could be found of incorrect dosage or techical problems. Clinical events in both cases were similar. Approx one month after the procedure, liver function tests showed progressive deterioration and the pts became jaundiced and eventually developed ascites. Treatable causes for liver failure were excluded. Slow progressive liver failure occurred, with death in each case approx four months after implantation of the radioactive micro-partciles. There was no dose reduction because of cirrhosis.